Event description:
Pt coded in the cath lab during procedure and was transferred to the ccu. The pt was comatose, intubated, with a pacemaker on iabp and on dopamine and dobutamine. Five hrs later, iabp alarm indicated "leak in system" and small amount of blood noted in the connecting tubing. Pt coded again and went on to expire. The contact stated that the pt was critically ill and it was unknown if or how the event contributed to her condition and outcome. The iab was not returned to co for eval. The iab was discarded by the facility. Co received this report on 4/8/97 via the mandatory. Event complications unknown-reported 4/8/97. Pt's current status: expired-rpt'd 4/8/97.